Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of functional under-sensing and fusion/pseudo fusion. The ICD was explanted. Patient condition was unknown.

Manufacturer narrative:
The reported events of functional under-sensing and fusion/pseudo fusion were able to be verified by technical services. The device was above elective replacement indicator (eri) upon receipt. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal. The report events could not be reproduced in the lab.